Event description:
It was reported that a file separated in the canal during a procedure. A temporary restoration was placed two months following the separation and a radiograph taken two months following placement of the temporary indicated that the root canal therapy was failing. The doctor plans to attempt retrieval of the separated piece and re-treat the canal, though the pt has not been scheduled for follow-up treatment as of this report. Please note that the date of event indicated is approx.